Event description:
It was reported that approximately 60 to 90 days prior, during an interventional procedure with calcification in the vessel, a needle was inserted and the versacore guide wire was inserted through the needle when resistance was met with the calcification at the site; the guide wire became jammed. The physician pulled back the needle, however, the guide wire remained in the vessel and could not be removed. The patient was transferred to the surgical suite where the surgeon pulled the guide wire from the vessel without surgery or cutdown. There was no reported adverse patient effect. Today the patient was undergoing a heart catheterization procedure when it was noted under fluoroscopy that about a 2 mm fragment of the versacore guide wire tip remained in the vessel and was lodged in the vessel. There was no intervention performed and no intervention planned. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.